Manufacturer narrative:
Concomitant medical products: 694775 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I had my device adjusted to fifty beats per minute". The patient indicated they were experiencing the sensation of the ICD vibrating. The ICD remains in use. No further patient complications have been reported as a result of this event.